Event description:
It was reported that on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that on (B)(6) 2020, device infection of the implanted endoprostheses was identified. The physician stated the patient had recent gastroenteritis caused by campylobacter fetus. The same germen was found in the endograft and the blood culture. On (B)(6) 2020, the devices were explanted and a bypass using pericardial bovine paths was performed. The patient tolerated the procedure and was discharged on (B)(6) 2020.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing/sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented on (B)(6) 2015 with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that on (B)(6) 2020, device infection of the implanted endoprostheses was identified. No further information was provided.